Manufacturer narrative:
The user returned the device to olympus because the forceps elevator wire loosened during the procedure and was completely cut during the reprocessing. The user did not report whether the device with foreign material on the distal end was used for the procedure. Therefore, the endoscope that was improperly or insufficiently reprocessed may have been used in the procedure. The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The inside of the distal end cap was dirty. The adhesive of the bending section rubber was peeled off. The angulation in all directions was insufficient due to the deterioration of the angle wire. The insertion tube was wrinkled and the coating was peeled off. The forceps elevator wire did not work because the forceps elevator wire in the control section was completely cut. The remote switch 1 was worn. The protector of the image guide bundle was deteriorated from the inside. The universal code was slightly discolored. The endoscope connector, objective lens, endoscope cover, and grip unit were scratched. Black spots appeared on the endoscopic image due to deterioration of the ccd unit. The endoscope cover was discolored. The grip unit was dented. Due to the wear of the angle wire, the play of the up/down angulation control knob and right/left angulation control knob were out of the standard value. Due to the complete cutting of the forceps elevator wire, the raising angle of the forceps elevator did not meet the standard value. Due to the complete cutting of the forceps elevator wire, the fixing force of the guide wire did not meet the standard value. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) and found that the distal end cap was cracked and foreign material was adhered to the area around the forceps elevator. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. From the repair history, the device has been repaired in the last year. No device defects could be identified that affected the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on device evaluation results and past similar cases, foreign material may have adhered to the forceps elevator due to the following causes. -the reprocessing of the forceps elevator performed by the user after the procedure was insufficient. -the user did not reprocess the device immediately after the procedure, so foreign material adhering to the forceps elevator dried and stuck. In addition, the distal end cap may have cracked due to physical stress applied to the distal end of the device due to bumping or dropping. The instruction manual states the brushing method around the forceps elevator. In addition, it states that the endoscope should be cleaned immediately after each procedure. Therefore, it may have been possible to prevent foreign material from adhering to the forceps elevator. The instruction manual states a warning about applying external stress to the device, so it may have been possible to prevent cracks in the distal end cap. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.